Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. Additionally, high pacing impedance measurements greater than 2,500 ohms were observed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.